Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) per medwatch mw5108809: patient reported that her pump was alarming "no disposable." Instructed patient to take current cassette and attempt to run it on back-up pump. If she got the same error on the second pump, this usually means that it is a cassette issue and not the pump. If patient gets the error on the 2nd pump, patient was instructed to make a new cassette and let pharmacy know if any further alarms occur. Serial number of cassette is not known. No further information available at this time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.